Manufacturer narrative:
The product has been received and a f/u report will be provided when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "preamp external reference failed" and "preamp internal reference failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.